Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 146 mg/dl. The customer was unable to push air bubbles through the reservoir. The customer stated that the size of air bubbles is bigger than soda pop bubbles. The reservoir will not be returned for analysis.

Manufacturer narrative:
Evaluated one open and used reservoir. Performed pre-fill reservoir test and found no air bubbles anomaly during analysis. Checked o-rings and stopper groove for defects and none was found. No air bubbles were noted.